Event description:
Within a few weeks of the start of using the "care one denture cleaner' to clean a new occlusal night time mouth guard worn at night to inhibit teeth grinding. My gums and tongue became red and irritated with a feeling of puffiness. My mouth felt as though there was a "metal" residue on my mouth and gum tissue. The dental guard was cleaned in the cleanser 1x/week for 15 minutes my reaction occurred within the first 2 weeks of cleaning. Dose, frequency & route used: occlusal night guard cleaned in cleanser 1x/wk. Event abated after use stopped: yes.